Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the drawers 4.1 and 4.2 failed to open and not detected on bus, which located on medstn2. The customer attempted to recover the drawer and rebooted the station as troubleshooting step, but the issue persisted. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-mar-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that the drawer 4.1 and 4.2 was not detected on bus. A field service engineer troubleshot and identified that the row board cable was no longer able to fully connect securely to the drawer boards due to physical damage to the connector and replaced three halfway controller boards and noted that the position sensor was snipped and replaced the position sensor as well and also replaced the row board cable and seven drawer pyxis bus cables and then ran the hardware test application test to ensure device functionality. The system functioned as intended after the field service engineer repaired the device.